Event description:
The ur6 needle was missing at the final count. The surgical tech knows it popped off the needle holder as she was trying to put it in the needle book. We searched but did not find the needle. X-ray was ordered and performed per policy. Dr looked at the x-ray and said there was no foreign body in the patient. (Unable to verify if there was needle defect or user error).